Event description:
The trach head cracked on one size 8lpc, tracheostomy tube. The device was tested prior to insertion where no problems were detected. The device was in use approx one month when the reported nonconformance was detected. It is unknown what type of trach tube care was performed. There was one pt involved with no reported pt compromise. The 8lpc device was returned to the MFR for decontamination, analysis and investigation on 3/3/97.